Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient also suffered capsular contracture; baker grade iii/IV. Hence, patient code capsular contracture has been added to field h6 under section h. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2019, device evaluation was completed. Device evaluation summary: during analysis of the sample was found a tear in the posterior view, measuring approximately 10.0 cm. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were noted. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/9/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Concomitant medical products: right side; 300cc mentor memorygel breast implant; catalog number: 3507300 mc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 255cc mentor memorygel breast implant and was presented with breast implant rupture on her left side postoperatively. As a result, the device was explanted, and replaced with catalog number 3507255 mc; serial number (B)(4) on (B)(6) 2019.